Event description:
The MFR received info alleging that the device does not power up. It was reported that the device was not in pt use and there was no allegation pt harm. The device has yet to be returned to the MFR for eval. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.